Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown bearing, unknown femoral component. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. As per package insert, loosening is one of the adverse effect of the tka procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product discarded.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced tibia subsidence shortly after the primary surgery. A revision procedure was performed due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.